Manufacturer narrative:
The information for the 510k is as follows: g4: PMA/510(k)#: eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3. It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, negative results for one (1) patient were obtained from a veritor analyzer. The user visually observed a positive line after leaving the used cartridge sitting on the counter for 30 minutes to an hour and questioned the analyzer result. It is stated that no further information is available including the analyte in question and there is no report of confirmatory testing. It should be noted the action of visually reading a test cartridge is considered off-label use of the product. The patient was called back to the clinic and no adverse health impact was reported. Eua (B)(4).

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 5296727. The customer reported that they are receiving negative results with the analyzer, however, they are visually observing the test cartridges turn positive after it has been sitting on the counter for 30 mins to an hour. They reported this occurring with 3 patient samples. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos were received. No sample movement was observed within 30 calendar days from the complaint open date. The investigation was concluded based on the information available to date. If samples are received later, the complaint may be reopened. The reported issue was unable to be confirmed. A trend analysis for discrepant results was conducted, no adverse trend was identified. Quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
Report 1 of 3. It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, negative results for one (1) patient were obtained from a veritor analyzer. The user visually observed a positive line after leaving the used cartridge sitting on the counter for 30 minutes to an hour and questioned the analyzer result. It is stated that no further information is available including the analyte in question and there is no report of confirmatory testing. It should be noted the action of visually reading a test cartridge is considered off-label use of the product. The patient was called back to the clinic and no adverse health impact was reported. Eua (B)(4).